Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via e-mail that customer had high blood glucose and went to the emergency room with diabetic ketoacidosis. Attempts were made unsuccessfully to contact customer for further details.

Manufacturer narrative:
This report is provided because additional event details were reported after the initial report was submitted.

Event description:
Customer's mother reported via phone call, she was calling back in regards to a letter she received. The letter was requesting further information on a hospitalization and high blood glucose event. She stated these events didn't occur.